Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2023. It was reported that, during device placement, the peg tube tip detached into the patient between the peritoneal and the stomach causing air to enter the patient. The device was removed on (B)(6) 2023 and the patient had to undergo an x-lap surgical procedure to remove the detached tip. The customer reported that the patient was discharged from the hospital and expected to fully recover. The procedure was completed with the original device and no further devices were used.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of peg tube detached. Block h6 (impact codes): imdrf impact code f19 captures the reportable event of surgical intervention.